Event description:
It was reported that an animal underwent an ophthalmic surgery on (B)(6) 2024 and suture was used. It was reported that the suture comes away from needle at swage point. This has happened 3 ¿ 4 times with same lot number. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the original lot ubmcm is invalid. The new information indicates the lot is 10234b, however that is invalid. Please clarify the lot. Is it possible that the original reported lot ubmcm, is missing characters? Additional information was requested, the following was obtained: the lot number provided (ubmcm) of the devices involved in the reported event does not match as a valid lot number. Please confirm the lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Clinician : (B)(6). Lot number: 10234b. The lot/batch reported was invalid; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.